Event description:
Patient was blocked, prepped and draped in operating room. Constellation machine for retina department gave a failure code #(B)(4), same code that was purportedly fixed prior to the case beginning. Machine had to be taken out of service and identical constellation machine was brought over from another facility to this facility to continue surgery. Machine was activated and case continued as normal. Case delayed nearly an hour. Patient was continuously monitored during delay by anesthesia personnel. No harm, direct or indirect, to patient.